Manufacturer narrative:
(B)(4) date sent: 6/16/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 799d32. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 799d32 / 47tlc75 , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details regarding the stapler misfired? Procedure? What anatomical structure fired upon? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure, on the 4th fire of gia 75 stapler, the stapler misfired. Only a few of the staples deployed. Additional intra-op procedure needed with assistance from colorectal surgery.